Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered probe misalignments: the sample probe was not centered over the drain and the reagent probe was not straight. The cse replaced and aligned the sample probe and reagent probe and the sample probe mixer. A system check was run and passed and quality controls were run, all resulting within range. The cause of the discordant calcium, potassium, and chloride results was a malfunction of the sample and reagent probes. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant calcium, potassium, and chloride results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated and the calcium and chloride results closely matched the initial results, but the potassium resulted lower. It is unknown if the sample was repeated on the same instrument or an alternate instrument. The patient was redrawn and the new sample was run on a different instrument, resulting lower for calcium, higher for chloride, and closely matching the potassium rerun result. There are no reports of patient intervention or adverse health consequences due to the discordant calcium, potassium, and chloride results.